Event description:
When advancing over an exchange wire, the neuron delivery catheter 070 kinked and separated. It was held together by the shaft reinforcement coil, and removed from the patient.

Manufacturer narrative:
Device not yet returned to manufacturer.